Event description:
It was reported the intraocular lens was removed and replaced without complication due to the improper power initially implanted.

Manufacturer narrative:
The intraocular lens (iol) was received for analysis, the diopter measured correct as labeled. Our investigation reasonably suggests this event is not manufacturing related. Iol met manufacturing specifications prior to release.